Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that an instrument error message related to the water purification module (wpm) had prompted the operator to change the q-guard filter. The operator inadvertently replaced the q-guard filter with a pro-guard filter. Patient samples were run while the incorrect filter was installed. The operator had discovered the mistake and replaced the pro-guard filter with a new q-guard filter, but the instrument still showed an error message related to the wpm. Siemens service personnel emptied visited the customer site and refilled the wpm water tank twice, causing the resistivity to come into specification. The cause of the discordant results is unknown, as water from the wpm would not be used to dilute potassium samples. The cause of the incorrect filter being installed was a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated potassium results were obtained on multiple patient samples on a dimension vista 1500 instrument. Some discordant results were reported to the physician(s), though the customer did not specify which. The samples were repeated on an alternate dimension vista instrument and resulted lower. After troubleshooting, the samples were repeated on the same instrument and the alternate dimension vista instrument and all results matched the previous repeat results from the alternate dimension vista instrument. The corrected results were issued to the physician(s) for patients whose initial, discordant results had been reported. There are no known reports of adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
The initial MDR 1226181-2014-00168 was filed on (B)(4) 2014. Additional information ((B)(4) 2014): the initial result for one additional patient sample ((B)(6)) was discordant. The initial and repeat results have been added.